Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer was provided a quote for an exchange. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction alarm. Good faith efforts confirmed there was no sound present. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) provided the customer with a quote for a refurbished exchange. As of 04june2025 there has been no response from the customer. The quote has expired, and no additional information has been made available. The device has not been received for evaluation, the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. The quote for a refurbished exchange expired and no further information had been provided. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.